Manufacturer narrative:
Product complaint # pc-(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a robotic hysterectomy on (B)(6) 2018 and barbed suture was used. The barbs were not securing the tissue during use. It was not reported how the procedure was completed. There were no patient consequences reported.